Event description:
It was reported that the intramedullary rod portion of the knee instrument broke during use.

Manufacturer narrative:
This report will be amended when our investigation is complete.